Manufacturer narrative:
The following devices were also listed in this report: mrh hdp assembly pack; cat# (B)(4); lot# lfh773. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an mrh insert was reported. The event was not confirmed. Device evaluation and results: not performed as items were not returned. Medical records received and evaluation: not performed as medical records were provided. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot or sterile lot referenced. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as operative notes, medical records, x-rays, operative reports and pathology reports including the strain of infection identified are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Acute infection, revision performed.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Acute infection, revision performed.